Event description:
The patient required additional equipment during today's visit: yes. Patient states that he needs a new ac adapter. He has taken this one out of service and is using his backup ac adapter currently. Ac adapter noted to have wires exposed. Patient also states that he had to tape one of his battery pockets on his waist pack, because it is torn and the battery was falling out. Because both of these issues pose a safety issue for patient, it is medically necessary to replace them today. Torn waist pack will be sent to medtronic for warranty replacement, as it was issued on 2/18/21. Equipment taken out of service today: ac adapter- sn (B)(4), waist pack- lot # 1671020 equipment issued today: ac adapter- sn (B)(4), waist pack- lot # 1737754. FDA safety report ID# (B)(4).